Manufacturer narrative:
Risk assesment determined that because the board values from an "in-process" amp detect can be used incorrectly to restore values on an unintended amp detect, the firmware parameters of the affected amp detect are possibly deviated from the values optimized through previous successful calibrations. This may lead to potentially compromised assay performance with this impacted native amp detect and subsequently has the potential for incorrect results (misquantitation high or false positive) on either quantitative or qualitative assays, respectively, where internal control (ic) and/or cellular controls (cc) or routine process controls do not invalidate the tests and/or run. Additionally, there may be a delay in results, where samples and/or runs are flagged when ic, cc, or routine process controls are invalid. On (B)(6) , 2021, a decision was made to issue a customer letter (urgent field safety notice / field correction recall) and a technical service bulletin to address this issue. Recommendation is that this action will be reported per 21 cfr806 and is recommended to be reported as an fsca (field safety corrective action). Field action, which was determined to have a major severity, will be taken to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on (B)(6) 2021 as a draft 806 report and a request to review letter content. Additional follow up on investigation and corrective actions will be communicated via the 806 process.

Manufacturer narrative:
The complaint issue was investigated by the software team. A software defect was identified to be present in a maintenance and diagnostics (m&d) procedure when an abbott field service engineer (fse) selects to quit the procedure or the procedure errors where the command to restore board values references the wrong amp detect. When the fse quits or there is an error, the fse is prompted if they would like to restore board values and to select which of the new amp detect module(s) to restore board values on. With the defect, the amp detect number reference in the command is using the currently "in process" amp detect and not the selected new amp detect (i.e. In some conditions they can be the same amp detect with no issue on restore), and the selected new amp detect's board values are used in the restore which can get applied to the wrong amp detect. The command should reference the selected new amp detect and not the currently "in process" amp detect. Therefore, a software deficiency has been identified. Risk assessment and non-conformance / CAPA investigation are in process.

Event description:
The customer encountered 4 false positive results on the alinity m sars cov-2 assay. A software bug caused board values from amp detect unit (adu)1 to be restored to adu2. The customer detected discrepent results on the hcv assay during validation runs. Further investigation revealed that the same issue which caused the hcv discrepent results also occurred for sars-cov-2 tests. Data review indicates 4 samples were identified where the noise caused by the incorrect calibration values may have created false positive results. 3 of the 4 were patient samples and the other was an environmental swab. Lab protocol is to confirm any low level postives (cycle number>37) by running on roche or cdc, unless there is not enough sample volume to re-run the test. No patients were given a positive result from the 3 patient samples, 2 were retested and generated negative results on roche or cdc, the other sample was released as indeterminate as there was insufficient volume to retest. There was no impact to patient management.